Event description:
A staff nurse was moving the bed and lifted the cable to stop wheels running over it. At this point, the cable exploded out of the pump box, leaving live exposed wiring. The staff nurse received a small electric shock through her body, was unharmed but distressed at the time.

Manufacturer narrative:
The device has been sent to the MFR on (B)(6) 2011 for eval. Add'l info will be provided once the investigation has been concluded.